Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual device was received for evaluation. Visual inspection revealed that the niti core wire was fractured and the coil had been frayed. The actual sample measured approximately 1770mm in length. Compared with a factory-retained sample of the involved product code (approximately 1800mm in length), the actual sample was missing distal 30mm. The missing portion was conceivable to be the platinum coil segment. Magnifying and electron microscopic inspections of the actual sample revealed that the coil had been elongated over the area from the fracture end to the joint between the stainless-steel coil and niti core wire; the ptfe coating layer on the shaft segment was intact; the niti core wire had dimples on the fracture surface. Streak lines diagonal to the wire's lengthwise direction had been generated on the circumference near the fracture end. The fractured end was not deformed in a tapered or curve shape; the outer diameter of the niti core wire on the segment adjacent to the fracture end was confirmed to be 0.13mm, which was equivalent to that of the factory-retained sample from the involved product code. Reproductive testing was performed on two retention samples from the involved product code. With their distal coil being trapped, the samples were subjected to the force respectively until their niti core wires became fractured. Pulling force: the fracture end became diminished with the generation of dimples on the fracture surface. This state is found to differ from that of the fracture on the niti core wire of the actual sample. Consecutive torque force: the core wire got twisted at the facture. Dimples were generated on the fracture surface. The fracture end was not deformed in a tapered or curve shape. This state was found to be similar to that of the fractures on the niti core wire of the actual sample. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. When selecting the vessel in which the runthrough ns is to be inserted or when advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal segment of the platinum coil of the actual sample was trapped in some hard object. In attempts to release the trap, the actual sample was exposed to excessive torque force. This caused the niti core wire to become fractured. Subsequently, while the actual sample was being withdrawn, the platinum coil become elongated and fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The image provided by the user facility showed that the distal portion of the actual sample had been fractured. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported a broken runthrough ns wire. The procedure outcome and patient condition was no reported.